Event description:
Report received from abbott international affiliate of unrequested bolus deliveries. The report states: "a pt after abdominal surgery was placed on lifecare 4200 pump. Settings: pca intermittent pt controlled at 1.5 mg/12 minute lock-out, 20 mg 4-hour. Pt was found in a coma. Resuscitated in ICU with naloxone and oxygen. Pt recovered. Pt was placed on sosegon and atarax for pain management. Dr has noted a possible opioid sensitivity." The abbott affiliate was queried for further info. The pt was receiving cyclimorph 2mg/ml. Therapy was initiated at approx 10:20am. At 5:45pm the dr was alerted that the pt was in a coma. At this time, the pt had an airway placed, but was not intubated, and respirations were assisted with an ambu-bag. The pt responded immediately to an unspecified dose of narcan. The pt was then treated with atarax and sosegon for pain management. The pt was reported to have "recovered". Though requested, there was no further info available.